Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure when the physician advanced the subject guidewire through the microcatheter, resistance was felt at the distal end of the microcatheter. Therefore, when the physician withdrew the subject guidewire to examine, it was noted that the tip of the subject guidewire was fractured within the microcatheter. The fractured subject guidewire was removed completely along with the microcatheter from the patient¿s vascular anatomy. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a thrombectomy procedure when the physician advanced the subject guidewire through the microcatheter, resistance was felt at the distal end of the microcatheter. Therefore, when the physician withdrew the subject guidewire to examine, it was noted that the tip of the subject guidewire was fractured within the microcatheter. The fractured subject guidewire was removed completely along with the microcatheter from the patient¿s vascular anatomy. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip . The guidewire was noted to be broken/fractured at a few centimeters from the distal tip. The core wire distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. Functional inspection could not be performed due to damages on the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event guidewire distal end friction was not confirmed; however, the analysis results are consistent with the reported event. The reported event guidewire broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, a microcatheter was used in conjunction with the subject guidewire, the same microcatheter was used throughout the procedure, the guidewire tip was not shaped, and no friction/resistance was encountered during the procedure. During analysis, the guidewire was noted to be broken/fractured at a few centimeters from the distal tip, confirming the reported event. The nitinol tubing was broken, however the core wire and platinum coil were intact. Based on the analysis, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture while navigating inside the catheter resulting in the reported friction. The guidewire was soaked in water and inspected wet. The hydrophilic coating was intact. The guidewire distal tip had a slight uneven swelling/bulge at the distal end. When dry after approximately 10 seconds, the swelling/bulge had disappeared. This is a cosmetic issue and there is no damage to the coating. During the dimensional inspection, the outer diameters were confirmed to be within specification when the device was both wet and dry. A functional inspection could not be performed due to the damage on the wire (fracture). An assignable cause of procedural factors will be assigned to the as reported and as analyzed event 'guidewire broken/fractured during use', the as reported event 'guidewire distal end friction' and the as analyzed event 'device has cosmetic/appearance issue' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.